Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended.

Event description:
New information received indicated that non-sustained rv oversensing was observed due to post-paced t-wave oversensing via remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.